Manufacturer narrative:
G2: country of origin - canada h3: product analysis: product# 5584332; lot# ct12g009 after visual and optical examination, it appears that the instrument has been disassembled and the spring of the push button on the driver is missing. The threads do not appear to be damaged. The instrument cannot function as intended with the spring missing. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via manufacturer representative regarding a driver used for scoliosis correction with thoraco-lumbar fusion. It was reported that the driver was broken. Product will be returned. There were no patient symptoms or complications reported as a result of this event. Additional information received from manufacturer representative that the product didn't come in contact with the patient. Another screwdriver was used from the set instead. The surgical team noticed it was broken when they tried to assemble it with a handle.